Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. Medical device manufacturer; manufacturing location: the manufacturing site is unknown as the catalog number is unknown. Bd headquarters in (B)(4) is used. Device evaluation: results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the customer stuck herself with the suspect device while troubleshooting her victoza pen.